Event description:
'Rip' found at prep appeared to be from a rupture. It was reported that prior to a stent grafting treatment procedure, the equalizer 33/7/2/100 balloon was 'ripped' at the distal end. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'fine'.